Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report had incorrect information related to event in narrative summary. The correct information updated and provided with this report in section b5.

Event description:
It was reported that customer were dispatched from emergency medical services due to a low blood glucose on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021 the customer was treated ems on site (low bg's) she did not go into ER or hospital. The customer allege motor error, e70 alarm, pump reset and possible over delivery of insulin. The device passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime/a33 test. The operating currents were in specification. The device received with stuck motor error alarm loop during bolus/basal delivery. No e70 alarm noted in the device's alarm history screen on in the downloads history file. Unable to perform a21 error test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. The following were noted during visual inspection: cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There is no data available due to the pump was stored for an extended period without a battery. Unable to confirm motor error alarm or e70 alarm in the downloaded device history file. However, no e70 alarm noted in the pump's alarm history screen. The device was monitored for 7 days, no device reset noted. The device received with stuck motor error alarm loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. No e70 alarm noted in the device alarm history screen. Unable to complete the functional testing or test for possible over delivery of insulin anomaly/insulin left in the status screen anomaly due to motor error alarm. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on (B)(6) 2021 with blood glucose level was 48 mg/dl and 54 mg/dl. Customer stated that insulin pump received motor position encoder error alarm and possible over delivery of insulin due to stated that there was 20 units left in the pump and then there was none after reset happened believes that went into her body as she woke up low about 5 hours later. The customer current blood glucose level was 194 mg/dl, 149 mg/dl now had issues with 2 times a week not that low blood glucose 50 mg/dl and 59 mg/dl. Customer stated that insulin pump was empty after it reset blood glucose 136 mg/dl took the insulin pump off as it was not working, she was unconscious blood glucose 54 mg/dl and 48 mg/dl from emergency they were there for about 2 hours emergency treated her on site she did not go into emergency room or hospital stated that they put in a intravenous insulin in also. The customer stated that the drive support cap was normal. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump as well as reservoir will not be returned for analysis.